Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected suspend due to completely broken reservoir tube lip. (B)(4).

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected suspend due to completely broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer¿s blood glucose level went as low as 48 mg/dl. Customer¿s blood glucose level went as high as 400 mg/dl. Customer treated their low blood glucose with food and their high blood glucose via manual injection. Customer was advised to change out their entire set, reservoir, insulin and treat their fluctuating blood glucose levels per healthcare provider's instructions. The insulin pump is not expected to be returned.